Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34, (lot: 0012218011); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID l-evolutfx-34, (lot: 0012174646); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a pr e-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the depth of implant was 3 millimeter's (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Subsequently, the valve appeared constrained, so a post-implant bav was performed using a 25 mm non-medtronic balloon. A transesophageal echocardiogram (tee) was performed that revealed moderate paravalvular leak (pvl). Another bav was performed using a 26 mm non-medtronic balloon, but the pvl remained. The decision was made to implant a second non-medtronic valve inside the transcatheter valve. The second valve was implanted successfully and no gradient or pvl was observed. It was noted that a 45-minute procedure delay occurred. Per the physician, the patient's calcified anatomy contributed to the event. No additional adverse patient effects were reported.